Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were traces of dried lubricant observed at the distal ends of the devices. The lubricant was not excessive. The amount of lubrication on the devices was found to be acceptable. There were no visual irregularities noted during the evaluation. Instrument one had twelve clips deploy with acceptable formation. The instrument was fired completely to interlock. This lubricant is routinely applied as a spray to certain components during the manufacturing process to facilitate instrument performance. In addition; there was a secondary condition noted during the functional evaluation of instrument two. Instrument two was received partially applied with nineteen remaining clips. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Seventeen clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. One clip was applied malformed. Based on the evaluation findings, the jaw width was found to be lower than the manufacturing target. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4)

Event description:
According to the reporter: a white content was detected on the jaws when removing the device from the packaging. Devices not used on the patient. A new device was used for the procedure.